Manufacturer narrative:
The insulin pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. The pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker and cracked lcd window.

Event description:
The customer reported via phone call that they experienced loose drive support cap and prime/fill anomaly. The customer's blood glucose value was 180 mg/dl. The customer stated that the drive support cap is flushed. The customer stated that the pump gets pump all the time. The customer stated that the medtronic sticker on the pump next to the drive support cap is missing. The product was returned for analysis.